Manufacturer narrative:
(B)(4). The device history review for the product deroyal surgimate 35w 24/ case lot #73d2000167 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: customer reporting issue with jamming and unusable.